Event description:
Additional information was received. It was reported the patient was only able to recharge with adhesive disks sitting up straight. Any pressure applied caused a loss of connection with the recharger. The cause of the impedances were not determined.

Manufacturer narrative:
Concomitant medical product: product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2014 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 39565-65, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. H3. Analysis of the implantable neurostimulator (ins) (B)(6) found no telemetry and no output from any electrode pair upon arrival of the device. Telemetry was restored after a 1 full physician mode recharge. The device experience 2 over discharges. Because the date was not reset after a por, it could not be determined when the over discharge occurred. After telemetry was restored and a full normal recharge, the ins passed functional testing. The patient¿s battery had reduced capacity due to overdischarge. H6. Evaluation conclusion code d16 no longer applies. Evaluation method code b21 no longer applies. Evaluation results code c21 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 39565-65, serial#: (B)(6), implanted: 2014 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that ipg returned and provided the tracking number.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep reviewed use of intellis plug with a vanta ins temporarily if they use the vanta ins as a sizer for the pocket.  Technical services specialist (tss) reviewed off label use, and potential for slightly larger size of this plug impacting the first ball seal of ins but there has been no testing to know exact impact, if any, of using these together for short period of time. They are going to change out ins for vanta today. 5/6 pair showing as a short in existing system. Tss reviewed presence of short and to avoid programming them together.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to generator replacement, lead impedance check in pre-op showed a short <(><<)>50 ohms between contacts 5 and six only when 5 was selected as reference electrode. After battery replacement, 40,000 ohms impedance showing contact 4, all other impedances now within normal range. Leads were switched in the header to confirm issue on lead and not header. Loaded pt programming from previous device, which did not use electrode #4. Issue is resolved.